Event description:
It was reported that during the procedure in the calcified and tortuous right renal artery, while exchanging the introducer sheath from a 5f to 6f, slight resistance was felt and the balance middleweight guide wire separated into two pieces at the inguinal level. The guide wire was surgically removed. Dilatation has been rescheduled for a later unspecified date. Though requested, additional information was not provided.

Event description:
It was reported that a physician trained in the use of the proglide device attempted arteriotomy closure of the common femoral artery after an unspecified procedure. Reportedly, a cuff miss occurred and a second proglide was used successfully to achieve hemostasis. Although requested, no additional information was provided.

Manufacturer narrative:
(B)(4):during processing of this complaint, attempts were made to obtain complete event, patient and device information.the device was received. Investigation is not yet complete.

Manufacturer narrative:
(B)(4). Evaluation of the returned device found a posterior foot break had occurred, consistent with deploying the needles against resistance when a needle deflection occurred. Because the posterior needle struck the foot instead of engaged with the posterior cuff inside the posterior foot pocket, the reported needle-to-cuff miss is confirmed. The returned plunger was unmatched with the device as it revealed that both cuffs successfully captured the needles. Based on the investigation findings, the probable root cause for the posterior foot break is forcibly deploying the needles against resistance when a needle deflection occurred. The probable root cause for the needle deflection is due to interaction with human tissue or a failure to maintain a stable position of the device with respect to the tissue tract. No manufacturing or quality issue was detected. Review of the device history record for this lot did not produce any findings relevant to this report.